Event description:
It was reported the patient was having an issue with her stimulator changing settings on its own. The patient was lying on her left side and all of a sudden stimulation would get strong. She got out her programmer to adjust stimulation and one lead was sky high and the other two leads were real low. The patient adjusted it to where it was comfortable; increased 2 leads and decreased 1 lead. She then turned off the programmer and moved it away from her body. All of a sudden she was lying there and it spiked on her again. The patient could just be standing there and it would spike on her and take her to her knees. It was note this started happening for about the past 2 weeks and the patient had not had any recent falls or trauma. It was reported stimulation would increase drastically until the patient felt like hitting the floor; it would go from comfortable to intense out of the clear blue. It would last for 2-12 minutes and then it would drop back down. The patient felt it the most in both of her legs and up through her rib cage. The patient did not want to turn off stimulation at this time because she could not take pain medication. She wanted to make some adjustments because she now was not feeling stimulation when she lay on her side. The patient stopped by her doctor¿s office today and was scheduled to see a manufacturer representative in 2 days. It was also reported the patient was at a school fundraiser for a couple of hours, she felt stimulation and it just about took her down. The patient was also sitting at a restaurant and it zapped her again. It was noted the patient had a nasty fall about a year ago; in (B)(6) she fell against a bed but nothing since when this started. Her doctor was aware and the patient had a history of falling. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3487a-33, lot# v541818, implanted: (B)(6) 2013, product type lead; product ID 3487a-33, lot# v559296, implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).